Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex esophageal ng stent was to used treat a 4 cm malignant stricture in the mid-esophagus during an esophageal stenting procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement procedure. During the procedure, the physician pulled the suture to fully deploy the ultraflex esophageal ng stent in the desired location. After the physician confirmed that the stent was completely deployed, the delivery system was removed. However, during removal of the delivery system, the delivery system got caught on the stent and the stent was moved out of the position. The ultraflex esophageal ng stent was removed from the patient using rat tooth forceps and the procedure was completed with another ultraflex esophageal ng stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.